Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference number (B)(4). Additional information provided determined that this device was manufactured by cinc. With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number of this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism, vena cava perforation, deep vein thrombus, tilt, stress, and anxiety. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported stress and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 12 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received implant via left common femoral vein on (B)(6) 2014 due to factor v leiden, history of multiple deep vein thromboses (dvt) and pulmonary emboli (pe). Patient is alleging tilt and vena cava perforation. The patient further alleges "multiple dvt's, pe's post ivc filter placement, stress and anxiety". Per a CT (computed tomography) of the abdomen and pelvis dated (B)(6) 2018, "positive for cava/ perforation. A total of four prongs have perforated ivc, series 2, image 109. Maximum distance prong perforated is 4.04 mm, series 2, image 109. Coronal images show 2.22-degree tilt of filter left-to-right, series 401, image 76. Sagittal images show 7.46-degree tilt posterior-to-anterior, series 400, image 99." Original: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014 at davis regional medical center, statesville, nc by implanting physician andrew martin schneider".